Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report that the clip was caught in the leaflets. It was reported that on (B)(6) 2016, two mitraclips were successfully implanted reducing functional mitral regurgitation (mr) from grade of 4 to grade 1. On (B)(6) 2018, the clips were noted to be firmly attached to both leaflets. Due to progression of disease, mr grade was 4. A second procedure was performed. One clip was successfully implanted. During attempts to grasp both leaflets with the second clip, the clip became caught in the chordae and could not be removed. The posterior leaflet could not be grasped, so the clip was deployed on the anterior leaflet and the chords. Mr remained at grade 4 and the procedure was stopped. There was no additional information provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The reported patient effect of worsening mitral regurgitation as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. All available information was investigated, and a definitive cause for the reported entrapment of device or device component could not be determined. The difficulty grasping appears to be related to the procedural circumstances of chordal entanglement. The reported unchanged mitral regurgitation appears to be a result of the chordal entanglement and therefore related to procedural circumstances. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.